Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit p-cap/reservoir locked properly in place. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.

Event description:
Information received by medtronic indicated that the insulin pump had crack on back of the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.